Event description:
It was reported that a patient underwent a valve repair procedure on an unknown date and suture was used. Four weeks post operatively, the suture broke and the patient had to return for surgical repair. Additional information was requested.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.